Event description:
Since the summer of 2025, I have experienced continuous discomfort characterized by facial, ear, eye, and head pain localized to the right side of my head immediately upon activation of the inspire model 3028 device. The pain disrupts my sleep and continues next few hours. I first verbally reported these symptoms to my sleep specialist during a clinic visit on (B)(6) 2025. A second escalation was submitted via mychart on (B)(6) 2025. The most recent episode occurred on (B)(6) 2025, involving a severe headache affecting the right side of my head, including the ear and eye. Inspire model 3028 stimulation lead / sn: (B)(6)/ d64026 sensing lead / sn: (B)(6)/ t57150 remote model: 2580.